Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was torn over the contrast button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Investigation revealed that the ok keypad button was intermittently unresponsive and the other keypad buttons responded appropriately. There was evidence of keypad contamination found under the key contacts.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the keypad buttons were intermittently unresponsive and required multiple hard presses to elicit a response. The patient denied any trauma to the pump and the pump was not exposed to moisture. The patient reportedly wore the pump in a pocket and used a q-tip to clean the pump. There is no adverse event associated with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.